Event description:
It was reported that the colonovideoscope had no image display with a noisy, snow-like video output. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: nozzle had foreign objects a root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- due to damage on circuit board of scope connector, a noise image occurs and nozzle had foreign objects, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.